Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during an unrelated procedure, the atrial lead had difficulty being removed from the device header. The pulse generator was explanted and replaced. There were no adverse consequences to the patient. The patient was in excellent condition post procedure. The patient would continue to be followed normally.